Event description:
Boston scientific received information that during a route device procedure it was noted that the header of this device had separated from the body of the device. It was noted that the feed through wires was the only connection that remained. The field representative suspected that extra force was used and may have caused the separation of the header and the device, however the physician did not confirm this was the case. There was no allegations when it comes to the device. All device measurements prior to explant were normal and no noise was noted on the electrocardiograms. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be udpated.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.